Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a laparoscopic sigmoid colon resection procedure, the stapler would not open or fire. The stapler had not been fired yet and had not been used on the patient yet. This was prior to use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2016. Batch # n55c4k. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.